Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a sore under her left breast. The patient reported that she had developed a rash under the left breast with a break in the skin without bleeding or oozing. The patient was instructed to contact their doctor. Their doctor advised her to put neosporin on with a bandage. Follow up indicated that the patient's condition is improving.